Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with systemic infection. The device was explanted along with associated competitor¿s leads. The patient was in stable condition before, during, and after the procedure.